Event description:
A lead migration was confirmed via x-ray imaging for a patient implanted with an evoke spinal cord stimulation (scs) system. A lead revision procedure was completed to reposition the leads and resolve the reported event.